Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a gunk/fluid invasion in the plunger case and into the plunger tube. Per reporter, the fluid caused force sensor alerts upon powering on. The event occurred during set up. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. It was stated that the device had a gunk/fluid invasion in the plunger case and into the plunger tube, and it gets force sensor alerts upon powering on. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Force sensor test was found in history. Found whole plunger assembly and plunger tube contamination at visual inspection. Replaced whole plunger assembly to fix the problem. Device passed all the functional tests.